Manufacturer narrative:
Section h3 - other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded extended depth of focus toric intraocular lens (iol) was explanted from the right eye because the patient was unable to tolerate glare, halos, and hyperopia. The issue was identified during a post-operative exam. The symptoms persisted for six weeks. The patient was still able to perform daily activities. Another johnson and johnson iol was implanted as replacement (different model, diu150, different diopter, 20.0). No sutures, incision enlargement, or vitrectomy was required. There was no delay in procedure. No medical attention was required, and no medication was prescribed (outside of the standard of care). There was no patient injury. The patient is fully recovered. The device was discarded. No further information was provided.